Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disturbance cable geometry is disturbed when entering the connector and cable braid is not tightly sealed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: image interference due to disturbance cable geometry is disturbed when entering the connector. Cable braid is not tightly sealed; this issue is likely traced to the cause component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subjected device had image interference. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.